Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt did not receive adequate training on how to use the device (it was unclear if the pt was referring to his interstim device or another implanted device), and wanted to be reprogrammed. In addition, it was reported that the pt's symptoms worsened following a cystoscopy.